Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report. A f/u report will be sent when investigation is completed.

Event description:
The event is reported as: complaint alleged: the surgeon was using a stylet in the catheter to get it to enter the bladder. When the tab broke off, the whole sheath or outer cannula was sucked into the abdomen and the existing one inch incision was made into a four inch incision was made to retrieve it. No reported pt injury.